Manufacturer narrative:
The reported event was inconclusive as sample was not available for investigation. It is unknown whether the device had met relevant specifications. The product was use for urological care. Although a specific cause cannot be determined, a potential root cause for this event could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent ureteroscopy on (B)(6). The second day after surgery on (B)(6) at 14:30, the patient's urinary foley catheter prolapsed, the water bladder ruptured, and the appearance was incomplete. Reported to the doctor and continue to observe as directed and no new catheter was placed. The patient was admitted to the hospital for a follow up examination one month later and underwent double j tube removal and cystoscopy to further determine whether there were any debris remaining.